Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vascular damage could not be determined. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-24723 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 coded 4641 was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-24723 and a new code was added.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and experienced gastrointestinal bleed and would later expire from multiorgan failure. Very little information was provided. However, details available are the following: ten days prior to the event the impella cp device was implanted through the femoral artery (side is unknown). The patient underwent extracorporeal membrane oxygenation (ECMO) cannulation and was on both impella and ECMO support. The patient experienced gastrointestinal bleeding. Bleeding occurred from the time of management with ECMO, there was no bleeding at the access site on the impella side, and the amount of bleeding was thought to be from the digestive tract. The physician commented that the bleeding was inevitable because ECMO was inserted, and it was not impella's fault. It was noted that the relationship between the impella cp device and bleeding is unknown due to the use of both impella and ECMO support. The patient would eventually expire noted due to the inability to control bleeding from multiple organs and removal of the impella. The treating physician commented that the patient's demise is not related to impella cp device; there were no problems with the impella operation. However, given that there is also associated bleeding from the removal of the impella cp device, there could be an associated factor with the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.